Event description:
Additional information received from manufacturing representative (rep). Rep reported that they issue was discovered during phase 2. Rep clarified that there was no additional surgical intervention as issue was discovered during phase 2 surgery. Rep reported that cause has not been determined, but that it seems to be related to the lead. Rep reported that the actions taken were switching the extensions in the battery and back, switching the leads then back and the impedance followed the systems/channel attached to the left lead and it remained on the same contact. Rep reported that issue has not been resolved yet, the plan is to program around the contact when patient is seen for initial programming.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there was a persistent impedance issue. There was a lead impedance issue discovered during stage 2 surgical implantation. Surgical intervention occurred.